Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at an unspecified time on (B) (6) 2010. The cca documented that the patient manage her diabetes with insulin (no adjustments). The patient confirmed that she continued with her usual diabetes management routine despite the alleged product issue. At an unspecified time on (B) (6) 2010, the patient claimed that she developed "blurred vision and was sleepy". It is not known if the patient tested her blood glucose on any meter at the onset of the symptoms. The patient denied receiving any treatment for her symptoms after the alleged power issue began. During the troubleshooting session, the cca documented that the subject meter did not power on when the power button was pressed, but did turn on when a test strip was inserted into the meter. Based on the information that the patient provided, the cca determined that the subject meter's battery required replacement per the owner's booklet recommendation. The patient did not have a new battery at the time of the call. Replacement meter and supplies were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began. However, there is no evidence that the reporter meter was functioning improperly since it was determined that the meter required battery replacement.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.